Event description:
Customer reported that the paramedics were called to assist customer due low blood glucose. The blood glucose reading was 30 mg/dl at the time the paramedics arrived. Customer stated that he treated for high blood glucose with manual injection, and his blood glucose was dropping very fast after treating, and become incoherent. Paramedics were called and treated customer at home with glucose shot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to vibrate due to broken vibrator wire. The alarm mode functioned properly. No high/low alarm test anomalies.